Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and treatment appears to be related to the operational context of the procedure. It was reported that the guide wire interacted with the patient¿s mildly calcified and mildly tortuous lesion, resulting in resistance during removal. Additionally, it was reported that the guide wire separated during removal. It is likely that manipulation of the wire, when resistance was met, contributed to the reported separation. Analysis of the returned wire confirmed the separation. The coils were noted to be stretched distally, indicating manipulation against resistance. The separated portion of the wire was removed via a snare. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The 014 versaturn guide wire (gw) was used in a procedure; however, during removal of the gw resistance was noted with the anatomy and the working end (tip) separated. Therefore, a snare was used to remove the separated tip. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.